Event description:
It was reported that the patient experienced hyperglycemia with the ilet system after a supply change the prior evening, noted upon waking with a ¿high¿ blood glucose display; the patient had administered a meal announcement in response before being advised not to do so and to allow the ilet to correct, with guidance to wait 90 minutes post-change and perform a full supply change if glucose did not trend down. Symptoms included elevated blood glucose. Outcomes included no alarms, no hospitalization, and completion of troubleshooting and education. Investigation included customer counseling on appropriate system use, guidance on waiting for stabilization after a set change, and recommendation to perform a full supply change. Investigation of this case revealed an unclear cause of hyperglycemia, with potential contribution from post¿set change stabilization or infusion/supply issues, though no device malfunction was reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.